Manufacturer narrative:
No samples were received for investigation of (B)(4) , in which the customer has stated: ¿leakage from the connector¿. The product in use at the time is reported to be a mz1000 china from lot 23045323. Additionally, the customer reported that they observed leakage two days after they started the infusion and cracking in the thread in connection with the infusion set. The customer confirmed that patient was not under infused because of the reported issue. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23045323 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following: on (B)(6) 2024, when the nurse was injecting medicine into the patient through the transparent needleless connector, she found leakage from the connector and immediately replaced it with a new transparent needleless connector. The drug injection could be carried out normally without leakage.